Event description:
Follow up revealed that patient's sensor may have migrated, causing the dampened waveforms. Recalibration was attempted but unsuccessful due to not being able to get a good waveform. Patient has passed away due to unrelated health issues.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has been experiencing dampened waveforms since (B)(6) 2017. Patient has stopped taking readings due to being hospitalized for an unrelated issue.